Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed for the lens lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 06/16/2011 and 07/06/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) has rotated and the postoperative corneal cylinder has changed resulting in loss of power. Add'l info has been requested.